Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during fill 13 of 13. The technical service representative (tsr) explained the alarm. The home patient (hp) said the supply bag was disconnected. The hp cycled the power, system error 2367 occurred, the tsr assisted to retrieve the cassette, and advised the hp to let the registered nurse (rn) know about the alarm. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was used, the patient extension line was attached prior to priming, the hp did not disconnect any time prior to the alarm, all of the bags were not properly connected, and the supplies were not damaged by an outlet clamp. The hp would complete therapy with manual exchange. There was no form of samples or lot numbers available. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not know the cause of the disconnection. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information, the supply bag disconnected. The cause was undetermined.